Manufacturer narrative:
Device eval by manufacturer: media was received from the index procedure and a review of the media by a bsc quality employee identified no malfunctions with the device.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. An isleeve introducer was placed and subsequent deployment of a 25 mm lotus edge valve involving successful repositioning of the 25mm lotus edge valve with partial resheathing of the 25 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus was performed. Post procedure event summary: on the same day of the index procedure, post procedure, the subject developed left bundle branch block. Pacing wires were left in place until the next morning. Cardiac event monitor was ordered for 30 days to observe the rhythm. One (1) day post index procedure, the subject was discharged on aspirin and clopidogrel. At the time of reporting, the event was considered recovering.